Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Healthcare professional reported patient has symptoms of fibrosis and capsular contracture (baker grade unknown). Patient noticed more and more pain in breast a few months ago, more so on the right side. Breast is getting harder. Patient also wishes to have textured implant removed due to recall. The status of the device is unknown. Right side.